Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number 14937102, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The g8, serial number (B)(4), was installed at the account on 27-sep-2017; complaint and service history review for similar complaints was performed from 27-sep-2017 through aware date 22-jan-2018. There were no similar events identified during the searched period.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the g8, serial number (B)(4), was installed at the account on (B)(6) 2017; complaint and service history review for similar complaints was performed from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar events identified during the searched period. The g8 variant analysis mode operator's manual under chapter 3, assay operations, section 3.5, states the following: filter: the number shown on the main screen is the number of injections since the last replacement. Replacement period: 400 injections. Refer to "chapter 5 section 5.7: filter replacement" for situations requiring filter replacement. The most probable cause of the out of range retention time was due to a clogged filter.

Event description:
On (B)(6) 2018, a customer reported seeing out of range retention time of 0.53 to 0.67 minutes (acceptable range is 0.57 to 0.61 minutes) with zero results and no % reported on the g8 instrument. The tosoh technical support specialist (tss) advised the customer to replace the filter. The tss walked the customer through proper filter replacement over-the-phone. The customer ran quality controls and whole blood primers and obtained retention time of 0.60 minutes with passing results. There is no indication of any patient intervention or adverse health consequences due to this event.